Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Cse observed that the water fill system on the instrument was not filling the bottle. The cse calibrated the fill system and verified operation. The customer has informed siemens that they did not have sufficient volume on the original sample to re-test after the cse visit. On the day when the discordant elevated result was obtained there were no other discordants on any other assays run. The customer has also confirmed that they have not obtained any other discordant results after the cse visit. The cause of the discordant, falsely elevated ipth result on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required. MDR 2247117-2018-00073 and 2247117-2018-00074 were filed for the same issue.

Event description:
A discordant falsely elevated result was obtained on one patient sample for intact parathyroid hormone (ipth) on an immulite 2000 instrument. The sample was repeated on the same instrument neat and at a 1:10 dilution and the results were high. The same sample was run on an alternate platform and the result was in the normal range and what was expected. The result on the alternate platform was not provided by the customer. The initial result obtained on the immulite 2000 instrument was reported to the physician(s) and questioned. The two repeat results on the immulite 2000 instrument and the expected result obtained on the alternate platform were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth result.

Manufacturer narrative:
The initial MDR was filed 03-oct-2018. Additional information (23-oct-2018): the customer repeated the sample on the same immulite 2000 instrument after the customer service engineer (cse) visit. The result on the sample was still high. Siemens was informed that thre was no sample available for in-house testing. There were no other discordant ipth results obtained on the day this sample was run. Siemens headquarters support center (hsc) has concluded that this could potentially be due to a sample specific issue due to some unidentified interference, such as heterophilic antibodies can react with reagent immunoglobulin's interfering with in vitro immunoassays. No further evaluation of the device is required. MDR 2247117-2018-00073_s1 and 2247117-2018-00074_s1 were filed for the same issue.